Event description:
It is reported that the pt underwent a hernia surgery in 2002, and prolene mesh was implanted. It is reported that the following month the wound became infected and drained blood and pus for one year which was treated with antibiotics and warm compresses. The wound continued to drain until 2004, when the pt underwent wound exploration surgery of the right groin. The mesh was removed. The incision is healed.